Event description:
Kcl rider infused in 1 1/2 hr instead of 4 hrs. Tubing sent to clinical engineering for inspection. Valve defective and tubing pulled. No pt injury. Labs drawn and potassium lower than prior to infusion. No additional medication into pt. Valve allowing med to flow freely and rapidly.